Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.

Event description:
Study: shimohira, m., nagai, k., ohta, k., sawada, y., naiki, t., nagai, t., yasui, t., & shibamoto, y. (2021). Use of microspheres in embolization for unruptured renal angiomyolipomas. Open medicine, 16(1), 655-659. Https://doi.org/10.1515/med-2021-0280 was reviewed during internal quality system activities. The publication describes the use of microspheres in embolization for unruptured renal angiomyolipomas was reviewed and alleges the microspheres for unruptured renal angiomyolipomas have been associated with pain and focal renal infarction. Three patients exhibited slight pain, two females, aged 56 and 39, and one male, aged 45, but it improved with only observation. In no patient, extended hospitalization or an advanced level of care was necessary, and no permanent adverse sequelae or death occurred.